Event description:
It was reported that air bubbles and gaps in the infusion set tubing were observed during the loading sequence. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the cartridge and infusion set/tubing and then resumed insulin administration.